Event description:
The customer's father called in to report an incident where his son was not feeling well and, based on this, he called the paramedics. The customer's meter was reported to read 115mg/dl compared to the paramedic's meter reading of 38 mg/dl. The son was treated with glucose tablets and the situation apparently resolved.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.